Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Reported that once the implant was fully inserted, the top half fractured off after inserting the second plate. The surgeon removed the implant and replaced it with a new implant & plates to complete the case without impact to the patient.

Event description:
It was reported that once the implant was fully inserted, the top half fractured off after inserting the second plate. The surgeon removed the implant and replaced it with a new implant & plates to complete the case without impact to the patient.

Manufacturer narrative:
Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: the fracture often occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Device usage: this device is used for treatment.